Event description:
Quality assurance return of the balance middleweight universal ii guide wire revealed the entire length of the guide wire to have scrapped areas of the teflon coating. This was not reported by the site. No additional information was provided.

Event description:
It was reported that during a bifurcation of the posterior descending artery and right posterolateral artery stenting procedure, an unspecified stent was implanted. The unspecified guide wire was exchanged to a hi torque balance middleweight (bmw)guide wire, and the unspecified stent struts were opened with an unspecified 1.5 x 12 mm balloon for access to the lateral branch. Another unspecified 2.5 x 15 mm balloon was advanced into the lateral branch, but it would not cross. There was difficulty with the removal of the bmw guide wire and the unspecified 2.5 x 15 mm balloon from the lateral branch. Reportedly, the bmw guide wire became caught in the unspecified stent struts, the coils were stretched, and separated into two pieces 10-15 centimeters from the tip. The proximal end of the bmw guide wire was in the ascending aorta and the distal end was entrapped in the stent struts. The proximal end of the bmw guide wire was easily removed, but the physician attempted to snare the tip of the separated guide wire unsuccessfully and a dissection occurred in the proximal right coronary artery. The floating part of the bmw guide wire was left in place and the proximal right coronary artery dissection was treated with two unspecified stents in segment one and two. The flow was normal at the conclusion of the procedure and the lateral ostium branch has a residual lesion remaining. The patient was asymptomatic at the end of the procedure and is in the intensive care unit at the moment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for investigation and the reported tip separation and stretched coils were confirmed. The entire length of the teflon was scraped intermittently. However, the difficult to remove (resistance) and entrapment of the device could not be replicated in a testing environment as they were based on operational circumstances. Based on visual, dimensional, functional analysis and scanning electron microscopy (sem) imagining of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with this lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The sem lab analysis confirmed that the ribbon and tip coil exhibited a separation distal to the center solder. The sem results concluded that the ribbon failure may have been attributed to ductile overload and the tip coil failure to tensile overload. Twisting of the ribbon was observed suggesting torsional loading influenced by the failure mechanism. The damage to the teflon likely occurred from interactions with associated devices during the procedure or subsequent handling after the procedure. This damage does not appear to be related to the reported complaint. Based on the information reviewed, there is no indication of a product deficiency.